Manufacturer narrative:
The user facility reported that after a completed sterilization cycle an employee removed the instrument packs without wearing proper ppe and experienced a burning sensation on their hands. The v-pro operator manual states (pp.6-14), "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit." The user facility also reported that the biological indicator was broken. As the biological indicator was broken no results could be determined. Instruments present during the time of the reported event were reprocessed before use. The media contained within the biological indicator does not cause burns. The reported burn was most likely caused by improper drying of instruments before placement in the v-pro max sterilizer. The operator manual states (pp. 1-2), "failure to thoroughly clean, rinse and dry articles to be sterilized could result in an ineffective sterilization cycle." The v-pro sterilizer was inspected and found to be operating properly; no issues were noted. The sterilizer was returned to service and no additional issues have been reported. The technician discussed the importance of wearing proper ppe while operating the v-pro max sterilizer.

Event description:
Medical treatment was sought and administered. No procedural delays or cancellations were reported.

Manufacturer narrative:
The user facility reported that after an employee removed an instrument pack from their sterilizer the biological indicator present was broken. The employee at the time of the reported event was not wearing proper ppe specifically gloves, while handling the instrument pack. Investigation of this event is currently in process. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported an employee experienced a burning sensation on her fingers after handling an instrument pack.